Event description:
Philips received a complaint from the customer on the v60 indicating that the alarm reading auxiliary supply failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to check for error code 1115 and provided the customer with the parts ID for a power management (pm) printed circuit board assembly (pcba), power supply, central processing unit (cpu) pcba, and motor control (mc) pcba. The issue was later resolved by rebooting the v60. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.